Event description:
It was reported that a patient presented to the emergency room due to syncope and slow heart rate. Device interrogation revealed high capture threshold and high pacing impedance resulting in loss of capture. Programming changes were performed to resolve the issue; the device will continue to be monitored. The patient condition was stable.

Event description:
New information received notes that there was also insulation damage on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.